Event description:
It was reported that patient experienced high blood glucose on (B)(6) 2026 and was treated through correction bolus via pump. Since the area of insertion was not free of hair.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.